Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell (B)(4) was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated his supply bag is empty. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then ended therapy and start over with new supplies. The hp was also told to inform their nurse. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated he was not sure what caused the alarm. The hp confirmed he started over with new supplies. The sample was discarded and the lot number was unknown. The hp has continued therapy no injury or medical intervention reported as a result of this incident.